Event description:
The clinic reported they were getting overcorrections and requested a system inspection. No further information was provided.

Manufacturer narrative:
(B)(4): the amo field service specialist inspected the system at the customer's location and performed calibrations and alignments. The system was found to be operating per its specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic reported there was no loss of best corrected visual acuity in any patients. All pertinent information available to abbott medical optics has been submitted.